Event description:
It was reported that during a da vinci-assisted inguinal hernia unilateral surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the right eye of the surgeon side console (ssc) being out. The customer did confirm that both eyes were present on the vision side cart (vsc). The customer attempted to resolve the reported event by restarting the system but the reported complaint remained. Tse reviewed the logs and found system error 48200 pointing to the personality module surgeon console (pmsc) on the ssc. The reported complaint also remained after tse had the customer perform another restart and remove the video cable. Tse advised the customer that they could change the ssc out if they had another system available. The customer was continuing with the surgical procedure with another ssc. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc) to resolve the issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
The personality module surgeon console (pmsc) was received and failure analysis testing was performed. The pmsc was visually inspected and all dvi connectors were damaged. The pmsc failed on the test system due to no board ID and an error 48200 with no right eye display. The reported issue was confirmed through failure analysis testing.

Event description:
Refer to h11 for follow-up information.